Event description:
It was reported by the affiliate that during an ileocecal resection the clip was not loaded properly and malformed. Another device was used to complete the case. There were no adverse consequences to the patient. Device will not be returned. (B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.